Manufacturer narrative:
Without a lot number provided, a thorough review of the manufacturing and inspection records could not be conducted. There were no samples or photographic or visual evidence provided, however due to the criticality of defect and presence similar reports, the complaint is confirmed. To assess the risk of the option elite filter fracture, hhe 1373 was initiated, and an in-depth review of the defect was performed. The filter used in the option elite kits are purchased by a third party supplier, therefore scar-0202 was issued to the supplier to perform a detailed investigation into the defect and implement the necessary corrective actions. Additional information provided in h6 and h10.

Manufacturer narrative:
The sample is not available for return. The investigation is currently in progress. A follow-up report will be submitted upon investigation completion.

Event description:
Option (original design, I believe) filter found to be multiply fractured, fragment(s) retained locally. Pt has advanced malignancy so for now, leaving in place. Will remove if she has a good prognosis.